Manufacturer narrative:
A ge service rep performed an on site investigation. The intelligent shutdown device, ups power supply, and the gpos single board computer were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communication error at boot up. No pt injury was reported.